Event description:
The surgeon was using the fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant but the fixture mount had froze to the implant, causing the two not to separate. During the same surgery the surgeon then removed the implant. Pt injury was not reported and a new fixture was placed in the site on the pt.